Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 02/2023).

Event description:
It was reported that during a port placement procedure, the sheath allegedly not broken properly when inserting the catheter. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the sheath allegedly not broken properly when inserting the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 8.0f introducer peel-apart sheath was returned for evaluation. Gross visual evaluation was performed. The peel-apart sheath was received fully peeled apart. Bends and twisting were noted on each peel-apart sheath shaft. A valve segment was returned with the sample. The investigation is inconclusive for the reported difficult to peel away sheath issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.